Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Quickset reamer soft tissue sleeve protector has become damaged. The outer layer of the sleeve is almost breaking away from the rest of the sleeve, trapping blood and tissue beneath it.

Manufacturer narrative:
Examination of the returned protector confirmed the complaint. The device is significantly damaged. The root cause appears to be attributed to wear out or possibly harsh cleaning solutions. Review of the device history records and/or a lot specific complaint database search was not possible as the lot code required was not provided. A two-year search of the complaint database did not identify a trend for this product code. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.